Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The complaint information and analysis of the returned device were reviewed. Possible factors that may contribute to the difficult removing the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. Returned device analysis noted the balloon had multiple instances of bunching across the length of balloon, with multiple instances of outer member and inner member bunching across the length of the distal portion of the shaft. In this case, it is possible that the noted bunched contributed to the noted difficulty removing the device; however, it is unknown when these damages occurred and therefore, a conclusive cause cannot be determined. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the peroneal artery with severe calcification and no tortuosity. After inflation of the 1.2x12mm armada balloon dilatation catheter (bdc), the bdc could not move on the unspecified ht winn guide wire. Therefore, both devices were withdrawn as a single unit. Another balloon and guidewire were used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.